Event description:
It was reported that this device exhibited a substantial decrease in the expected longevity. The physician scheduled the patient for a close follow-up in less than three months time where the longevity will be reassessed. The physician reprogrammed the device output to conserve longevity and will reassess this patient in september. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that this device exhibited a substantial decrease in the expected longevity. The physician scheduled the patient for a close follow-up in less than three months time where the longevity will be reassessed. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.